Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review, instructions for use review, and risk management review could not be conducted. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). Literature: the clinical research of the arthroscopic minimally invasive surgery treatment for double-bundle reconstruction of anterior cruciate ligament.

Event description:
It was reported that on literature review, "the clinical research of the arthroscopic minimally invasive surgery treatment for double-bundle reconstruction of anterior cruciate ligament", a patient developed medial collateral ligament injury, after surgery with a fast_fix, which led to joint stiffness due to longer postoperative external fixation. The joint flexion was about 40° half a year after surgery. Joint flexion function recovered well after an arthroscopic adhesiolysis. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.